Event description:
It was reported to philips that system required multiple reboots to function on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced parts 459800990551 and 452230022113 and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).